Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use of the transray plus 35cc intra-aortic balloon, the optical sensor stopped displaying blood pressure readings. There was no patient harm reported.